Event description:
Boston scientific received information that there was intermittent noise on the right ventricular channel. The noise was reproduced by pocket manipulations and deep breathing. During the revision procedure, it was noted the device header was full of blood and the connection to the right ventricular (rv) lead was appropriate. The rv lead was connected to the pacing system analyzer (psa) and all measurements were appropriate. The lead was reconnected to the device, and the noise presented again. The noise was reproduced by tapping on the can. After testing shock therapy with the new device, artifacts were present on the rv lead. The lead was tested through the psa and atrifacts remained. Therefore, the decision was made to replace the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was intermittent noise on the right ventricular channel. The noise was reproduced by pocket manipulations and deep breathing. During the revision procedure, it was noted the device header was full of blood and the connection to the right ventricular (rv) lead was appropriate. The rv lead was connected to the pacing system analyzer (psa) and all measurements were appropriate. The lead was reconnected to the device, and the noise presented again. The noise was reproduced by tapping on the can. Therefore, this device was explanted. After testing shock therapy with the new device, artifacts were present on the rv lead. The lead was tested through the psa and atrifacts remained. Therefore, the decision was made to replace the rv lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.